Event description:
A report was received from a user facility in the USA with the following info: the stellaris device was set up for a pars plana vitrectomy (ppv) and lensectomy retained fragments. Vacuum was set for 600 mmhg and cut rate 5000 cuts per minute (cpm). It was noted that the cutter was not cutting properly early into the surgery. The surgeon reported the device had vacuum without the cutter being engaged; however, as soon as he activated the cutter, the port closed and the device no longer had a cut rate or vacuum. The cutter was replaced, primed and tested. The cutter functioned as expected without issue, removing lens fragments with the frag and the case was completed without event.

Manufacturer narrative:
The device has not been received for eval. A supplemental report will be submitted when the eval is complete. The cutter assembly contained within the stellaris 25 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing.